Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of recw1353 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the proximal end of the guide wire bent. No other information was provided.

Event description:
It was reported that the proximal end of the guide wire bent. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Guidewire in a plastic hoop, one 21 g introducer needle, one 20 g IV introducer needle, one 4.5 fr x 5 cm microintroducer, and one scalpel were returned for evaluation. An initial visual observation showed no obvious evidence of use on the returned samples. The guidewire was observed to be bent approximately 1.3 cm proximal to its distal tip. A microscopic observation revealed two kinks in the coils of the guidewire near the observed bend. While the exact cause of the damage observed on the guidewire is unknown, possible causes include damage during packaging, handling, or use. H3 other text : evaluation findings are in section h.11